Event description:
Related manufacturer reference number: 2017865-2024-71562. During the implant procedure of an aveir leadless pacemaker, the physician needed to separate the pacemaker and catheter. Before the physician was ready, the pacemaker prematurely separated from the delivery catheter. It was noted that the catheter control knob was rotating more than expected and the tethers could not be realigned. The procedure was able to be completed using this system. The patient was stable.